Manufacturer narrative:
Initial reporter phone number provided: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 24jul2026 leakage along the foley catheter. Patient's current condition: no clinical consequences other than significant discomfort. No medical intervention was reported. 09-jul-2026 - there was a leak at the catheter site. This leak persisted regardless of how much the balloon was inflated.